Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error. Customer's blood glucose value was 135 mg/dl. Troubleshooting was performed. The customer stated that they felt on the water and received critical pump error. The customer also stated that the black sticker from the frame was missing, also stated crack in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Device will return for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error.